Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was protruding from the tip due to nozzle clogging, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had insufficient air/water channel function and faulty lens flushing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to clogging of nozzle, foreign objects come out of distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that due to clogging of the nozzle, foreign objects came out of the distal end due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of lock engagement lever, up/down knob cannot be locked securely, the plug unit, the light guide lens both has a crack, due to clogging of nozzle, air supply volume does not meet the standard value, the adhesive around objective lens, the adhesive around light guide lens both has discoloration, the objective lens has a crack, the adhesive on bending section cover has wear, and due to wear of angle wire, bending angle in up direction does not meet the standard value. It is most likely that the reported issue was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.